Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Study patient had suspicion for infection. A re-exploration of the hip and an arthrotomy of the hip was also performed.

Event description:
Study patient had suspicion for infection. A re-exploration of the hip and an arthrotomy of the hip was also performed.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products - stanmore acet cup arcom 28x53, item 165782 , lot 6015864, therapy date - remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01233.

Event description:
Study patient (B)(6) had suspicion for infection. A re-exploration of the hip and an arthrotomy of the hip was also performed.